Manufacturer narrative:
(B)(4). Complaint conclusion: the device was not available for analysis. Review of DHR for lot 17319370 found no issues that were considered potentially related to the reported complaint. The envoy hub damage could not be confirmed without product return for analysis. Based on the information provided, the root cause of the event could not be determined; however, device handling/shipping factors may have contributed to the damage. Devices are inspected prior to leaving the manufacturing facility. There was no evidence to suggest the event due to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of an internal carotid/posterior cerebral artery aneurysm, the hub of the envoy (67026090/17319370) was already fractured and the fractured part was missing when opened. Another guide catheter was used to continue the procedure. The procedure was successfully completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The device had been securely packaged, and the package had not been crushed. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint product was discarded by the customer. No further information was available.